Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "rupture, going down, half way down compared to other side, looks abnormally not good". Healthcare professional later reported right side deflation. Device remains implanted.

Event description:
Patient reported, right side "rupture. Going down, half way down compared to other side. Looks abnormally, not good". Healthcare professional, later reported, right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening assessed, as surgical damage. And observed, crack on the valve assessed, as cracked valve seat diaphragm valve. Additional observations: observed, creases on the device. White particles observed, inner the device. No further actions are required, since no manufacturing issue is observed.